Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective plunger. The field service engineer replaced plunger to resolve. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 1 was not opening. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.